Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia (39 mg/dl) after they accidentally announced (bolus) a second meal while already hypoglycemic. Ems was called and transported the user to the emergency department, where they were treated and discharged the same day. No long-term health effects were reported.